Event description:
Hospital personnel were attending to a pt, condition unk. External pacing was initiated and allegedly the device displayed an alarm tone, a service indicator and failed to pace. A back up device was obtained and used to continue treatment to the pt. There were no adverse effects to the pt reported as a result of the alleged malfunction.